Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned in two fragments 199.2cm from the proximal end and 15.8cm from the distal end. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed. The distal fragment was inspected, and the nitinol tubing was seen to be broken. There was a second break on the distal end at roughly 5.4cm from the proximal break. The core wire distal end was observed through the distal tip dome. Functional inspection was not performed due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was normal. An assignable cause of procedural factors will be assigned to the reported and analysed event ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the embolization of the brain vessel aneurysm, the operator noticed that the tip of the subject guidewire broke off. The broken tip was inside the catheter and was pulled out of the patient's anatomy together with the catheter. A surgical delay of 10 minutes was reported due to this event. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the embolization of the brain vessel aneurysm, the operator noticed that the tip of the subject guidewire broke off. The broken tip was inside the catheter and was pulled out of the patient's anatomy together with the catheter. A surgical delay of 10 minutes was reported due to this event. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.